Manufacturer narrative:
Investigation results: the complaint of complications during the insertion process and needle retraction could not be confirmed from the representative 24ga insyte autoguard units that were received in sealed packaging from lot: 4141574. No damage or defects were identified on the returned samples. A functional test to simulate needle tip and catheter tip penetration and catheter drag showed that the measured forces were within specification. The needles retracted without any complication. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: on (B)(6) 2024, needle safety difficult to engage. Discussed with other staff members who are now afraid to use this size catheter because of above problems. They are using #22 larger cath, which not necessarily required from medication perspective. We usually use smallest size catheter based on drug and size of vein.¿

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.